Event description:
Additional information was rec'd from a company rep indicating the pt has been complaining of pain at the generator and electrode site when laying on her left side. The pt recently saw a surgeon and was referred for x-rays as he believes the generator has migrated. The surgeon plans to do a revision surgery and replace the generator, although diagnostics were within normal limits (no specifics). At the moment, surgery is still pending.